Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from propharma group on 2017-oct-12. It was reported that the emergency room physician who initially saw the patient felt that the patient¿s events had nothing to do with the medication. It was initially suspected that the patient¿s pump had a malfunction, but it was ruled out upon investigation of the pump. It was indicated that the physician declined to provide further information. Concomitant products were not reported. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving baclofen at an unknown concentration and dosage via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that there was a change in therapy effect and had withdrawals. Symptoms included increased spasticity and pain, and hallucinations. No alarms have been heard. There were no further complications reported/anticipated.